Manufacturer narrative:
The customer¿s report that the tubing leaked at the upper fitment was confirmed. Visual inspection of the set noted clear liquid inside the tubing throughout the entire set. There were no other anomalies observed. Functional and pressure testing confirmed leaking from a small hole at the top of the silicone segment near the upper fitment. The source of the leak is due to a small hole damage in the silicone pump segment near the upper fitment. The root cause of the hole damage could not be determined.

Event description:
It was reported that during a secondary infusion of ceftriaxone 1g in 50ml, the tubing leaked at the upper fitment. There was also a primary infusion of 1 liter 0.9 ns at 50ml/hr. The customer reports that there was no patient harm.

Manufacturer narrative:
Concomitant medical product: 0.9 ns at 50 ml/hr; non-bd secondary set; 50 ml baxter bag ndc (B)(4), ceftriaxone 1g injection, therapy date: (B)(6) 2019. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during a secondary infusion of ceftriaxone 1g in 50ml, the tubing leaked at the upper fitment. There was also a primary infusion of 1 liter 0.9 ns at 50ml/hr. The customer reports that there was no patient harm.